Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm approximately two years ago. The vessel morphology was reported as mild tortuosity in the iliac limbs. The aortic neck had 30 degree angulation, 24 mm in diameter below the renal artery, down to 18 mm in diameter 12 mm below the lowest renal artery. The access vessels bilaterally were 4 mm in diameter. The stent grafts were successfully implanted in the patient. It was reported that there was no occlusion, stenosis or thrombosis present, however, there was a technical observation of an increased angulation in the mid portion of the main body. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (kink). (Lack of information, cause unknown). Conclusion: (lack of information, cause unknown).